Event description:
My life has never been the same since this device was installed. My abdomen is swollen and I have a very pregnant look. I am bloated all the time and have gained a lot of weight. I have recurring infections and lupus. I have a very disgusting vaginal discharge that doctor's can't explain and live with constant pain which is at a level 7 out of 10 on some days in the area of my urethra. I have had the mesh erode into the vaginal area and removed. I have had a severe pancreas attack which was unexplainable by the doctors. Dates of use: 2004 to the present. Diagnosis or reason for use: bladder incontinence.